Event description:
Pt in cardiac arrest upon arrival of fire dept. Applied defibrillator and shocked pt one time at 200 joules. Pt went into asystole for approx the next 10 minutes. Pt care turned over to advanced care on scene and monitor left on. On the sixth shock the machine shocked what looked like an organized rhythm. (*)